Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital. Interrogation revealed the pacing lead impedance was high with high capture thresholds. A fracture was suspected. Therapies were programmed off to prevent any shocks. The right ventricular lead was explanted and replaced. The patient was stable.